Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and permanent pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (major surgery as a result of their essure implant). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('malposition of essure device: partially lodged in uterine wall/ migration of essure device: uterus') and pelvic pain ('severe and permanent pain/centrally located in front of pelvis,severe pain') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression in 2007. Previously administered products included for an unreported indication: mirena. Concomitant products included lamotrigine and sertraline hydrochloride (zoloft). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menopause ("hormonal changes:perimenopausal") and anxiety ("anxiety,mental anguish"), 5 days after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bacterial vaginosis ("infection: chronic bv") with vaginal discharge, acne cystic ("rashes or skin conditions: cystic acne"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/ chronic") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, menopause, bacterial vaginosis, acne cystic, dysmenorrhoea, dyspareunia, fatigue and weight increased outcome was unknown, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the anxiety was resolving. The reporter considered acne cystic, anxiety, bacterial vaginosis, dysmenorrhoea, dyspareunia, embedded device, fatigue, menopause, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure removal discrepancy noted: removal on (B)(6) 2018, essure not removed . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and permanent pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (major surgery as a result of their essure implant). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("malposition of essure device: partially lodged in uterine wall/ migration of essure device: uterus") and pelvic pain ("severe and permanent pain/centraly located infront of pelvis") in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression in 2007. Previously administered products included for an unreported indication: mirena. Concomitant products included lamotrigine and sertraline hydrochloride (zoloft). On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menopause ("hormonal changes:perimenopausal") and anxiety ("anxiety"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bacterial vaginosis ("infection: chronic bv") with vaginal discharge, acne cystic ("rashes or skin conditions: cystic acne"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)2018. At the time of the report, the embedded device, menopause, vaginal haemorrhage, menorrhagia, bacterial vaginosis, acne cystic, dysmenorrhoea, dyspareunia, fatigue and weight increased outcome was unknown, the pelvic pain had resolved and the anxiety was resolving. The reporter considered acne cystic, anxiety, bacterial vaginosis, dysmenorrhoea, dyspareunia, embedded device, fatigue, menopause, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 19-apr-2019: plaintiff fact sheet received. Plaintiff demography added. Product implanted date updated.events hormonal changes: perimenopausal; abnormal bleeding (vaginal, menorrhagia); infection: chronic bv; psychological or psychiatric problems: anxiety; malposition of essure device: partially lodged in uterine wall; rashes or skin conditions: cystic acne; dysmenorrhea (cramping); dyspareunia (painful sexual intercourse); vaginal discharge; fatigue; weight gain were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('malposition of essure device: partially lodged in uterine wall/ migration of essure device: uterus') and pelvic pain ('severe and permanent pain/centrally located infront of pelvis,severe pain') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression in 2007. Previously administered products included for an unreported indication: mirena. Concomitant products included lamotrigine and sertraline hydrochloride (zoloft). On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menopause ("hormonal changes:perimenopausal") and anxiety ("anxiety,mental anguish"), 5 days after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bacterial vaginosis ("infection: chronic bv") with vaginal discharge, acne cystic ("rashes or skin conditions: cystic acne"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/ chronic") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)2018. At the time of the report, the embedded device, menopause, bacterial vaginosis, acne cystic, dysmenorrhoea, dyspareunia, fatigue and weight increased outcome was unknown, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the anxiety was resolving. The reporter considered acne cystic, anxiety, bacterial vaginosis, dysmenorrhoea, dyspareunia, embedded device, fatigue, menopause, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure removal discrepancy noted: removal on (B)(6)2018, essure not removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-dec-2019: pfs received : outcome of abnormal vaginal bleeding, menorrhagia was changed from unknown to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.